Event description:
It was reported that during a morphology test conducted with wavelet one day post-implant, the wavelet scores are clearly mislead by the dual-peak waveforms on the right ventricular (rv) coil to can channel (egm2). As a result wavelet was programmed off because of this behavior. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).